Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 500 mg/dl at the time of incident. It was stated that the insulin pump buttons respond intermittently. No significant events leading to keypad anomaly were observed. It was stated that the issue continues even after the battery has been changed. It was also reported to have experienced a high blood glucose of 500 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.